Event description:
It was reported that the insulin pump alarmed button error. The customer had jumped into the swimming pool, by mistake, while the device was connected to them. The customer's blood glucose was 220 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Insulin pump was unable to verify button error alarm due to blank display. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.